Event description:
In 2009, the lay user/pt contacted lifescan alleging the one touch ultra meter was reading imprecisely. The medical surveillance specialist contacted the pt to obtain/clarify info. The pt said he obtained results of 102 and 199 mg/dl at 7:12 am on the day of event. The difference between those results falls outside the expected value of <=20%. He took 5 units of novolog insulin at that time based on the lower of the two results. He takes 1 unit of novolog for every 15 units of carbohydrates before meals and takes 1 additional unit per every 30-50 mg/dl over 100 mg/dl. Therefore, he thinks he should have taken 2-3 additional units if he were to go by his higher reading of 199 mg/dl that morning. He says he took insulin based on the lower result, because he would rather not pass out than have a high blood sugar episode. He says the meter has been inaccurate before, but does not remember any other results. He said that he started feeling dehydrated about two hours after that reading was taken, and that the symptom lasted for about half the day. The symptom is typical of hyperglycemia for him. He decided not to take insulin to treat his symptoms because, he does not want to risk passing out. It was determined during the troubleshooting telephone call, the test strips were within expiration dating and in good condition. The results were verified in the meter memory. The calibration code number was set to the correct code based on the test strip vial. The pt's testing technique was correct and the puncture area was cleaned correctly. This complaint is being reported because, the pt alleged the readings on the meter were accurate, took too little insulin based on the readings, and suffered symptoms indicative of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.